Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was sleeping when a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (271 mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer gave a bolus via the pump to stabilize bg level. It was indicated that the customer would continue to use the pump until the replacement arrives.